Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Visual, magnifying and x-ray fluoroscopic inspections of the actual sample obtained the following results. No kink was found over the entire length. The thumbwheel was not unlocked. The stent had been exposed approximately 3mm from the distal end of sliding part. The sliding part had been moved backward by approximately 2mm to the hand side. No anomaly such as detachment of the wire was found in the fixing part of release wire. No anomaly such as deformation was found on the distal shaft and the intermediate shaft. No anomaly such as a kink was found in the release wire. There was no trace that the thumbwheel was pushed inside the handle. Confirmation of the stent release of actual sample (visual and magnifying inspections) found that it was possible to release over the entire length. The stent strut in the exposed part had been flared. Confirmation of the delivery catheter after the stent release of actual sample (visual, magnifying and electron microscopic inspections) found that the distal end of sliding part had been widened in flared shape, roughened, and abraded. No scratch was found in the middle of sliding part. No deformation was found in the inner shaft. Function confirmation of the actual sample found that the outer diameter of the sliding part met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the product inspection record of the product with the involved product code/lot number. One similar report of the product with the involved product code/lot number was found in the past. The involved event occurred when the involved product was used in a condition where the inside of combined guiding sheath was narrowed. Since no anomaly was found in the manufacturing record and the product inspection record, it was determined that there was no problem with the product. Based on the investigation result, following factors were inferred. When the actual sample was used for the occluded lesion, the distal end of sliding part got caught on some hard object (e.g., lesion) and could not pass through. When pushing force was applied to the actual sample in the above state, only the inner shaft of actual sample moved forward, and the stent was pushed out. Since the stent was partially exposed, it got caught on some object (e.g., the distal end of combined guiding sheath) when it was removed, causing flaring. Relevant instructions for use (IFU) reference: "do not use in highly tortuous or highly calcified lesions and or vessels proximal to the lesion which could prevent proper pre-dilatation." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the misago involved was used for an occluded lesion in the right superficial femoral artery (sfa) mid part. When delivering by climbing over the mountain from the left common femoral artery (cfa), the device could not be advanced. When retrieving, it was found that the device was flared. Therefore, 7*4, which is one size larger, was used. There was no medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.